Event description:
The facility reported an infus-or pump that stopped infusion after 30 seconds of infusion. The anesthesiologist reported the pump had started infusing propofol to a pt. After 30 seconds of infusion, the pump alarmed and stopped infusing causing an interruption of therapy to the pt. The alarm code is unk. The pump was exchanged and infusion was continued with a different pump. No pt injury or medical intervention occurred. No additional info is available.

Manufacturer narrative:
(B) (4). The device has been requested for evaluation. Should the device be received and an evaluation completed or additional info becomes available, a follow-up report will be filed.